Manufacturer narrative:
The account found the scale display will show dashes, and when not showing weight reports that alarm will not alarm once display goes to dashes. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the patient position module will not alarm. No injury reported.